Event description:
The customer contacted beckman coulter, inc (bci) to report that their unicel dxc 600 synchron clinical system gave erroneously low sodium (na) results for multiple patients. The erroneous results were reported out of the lab and some patients were incorrectly admitted. The erroneous results occurred in the middle of a run, after the system was calibrated and a quality control (qc) was completed. The qc recovered within the lab's established ranges. When the erroneous results were discovered, the lab repeated all of the samples run since the previous qc. The customer stated that about 25 corrected reports were issued. No patient information was provided by the customer. Samples are drawn into becton dickenson lithium heparin plasma separator tubes. This is report 22 of 25 medwatch reports filed for this event for patient 22 of 25 patients.

Manufacturer narrative:
A bci field service engineer (fse) visited the lab and discovered evidence of a previous flow cell leak. The fse also found debris and fibrin in the electrode ports. The flow cell was dismantled and cleaned. The customer was provided with a new flow cell weekly cleaning procedure using 10% acetic acid. The laboratory has added a patient serum control to their procedure. Based on the available information, a clear root cause has not been determined for this event. This reportable event was identified during a retrospective review of complaints conducted between (B)(6) 2008 and (B)(6) 2010 for additional reportable events. This MDR represents event 22 of 25 reported by this customer. This MDR is related to the following mdrs that have been reported: 2050012-2011-04142, 04143, 04144, 04145, 04146, 04147, 04148, 04149, 04150, 04151, 04152, 04153, 04154, 04155, 04156, 04157, 04158, 04159, 04160, 04161, 04162, 04164, 04165, 04166.